Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to unlocked keypad connector on the lcd board. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to any button response. The device also was received with minor scratched display window and scratched case near the battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 254 mg/dl. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).